Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the cx. A staged procedure was performed where a resolute onyx was implanted in the lad. During attempted treatment of the lcma, a grade a dissection occurred in the cx. A resolute onyx stent was used to treat the dissection in the cx. The dissection was not reported to be caused by a medtronic device. The patient is recovering. The investigator assessed the event as not related to the device or anti-platelet medication. Safety assessed the event as possibly related to the device but not related anti-platelet medication.

Manufacturer narrative:
It was reported that two resolute onyx drug-eluting stents were implanted in the circumflex and one in the lad. Dissection occurred in the circumflex which was treated with the implantation of another resolute onyx drug-eluting stent. The third stent implanted in the lad is not implicated in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. Correction: during the staged procedure a resolute onyx was implanted in the lcma and the dissection then occurred in the cx. The lot number is unknown. The device implanted in the lad was not implicated in the dissection. If information is provided in the future, a supplemental report will be issued.